Event description:
It was reported that the surgeon observed the screw were backing out during the implantation of the cervical cage system (anchor c). The surgeon replaced the screws and completed the surgical procedure successfully; no harm to the patient.

Manufacturer narrative:
Method: visual inspection; complaint history review; risk assessment; labeling review.results: the anchor c diam. 3.5 mm self drilling 10 mm bone screw was returned but no deformation was confirmed via visual inspection. X-ray images only illustrate one screw was backing out. Mfg # 3005525032-2013-00131 addresses the issue identified with the other bone screw which was at fault.conclusion: no failure found for this screw.

Event description:
It was reported that the surgeon observed the screw were backing out during the implantation of the cervical cage system (anchor c). The surgeon replaced the screws and completed the surgical procedure successfully; no harm to the patient.